Event description:
The customer reported no fluoro, low ma and low kv. Also heard the machine pop twice. There was a loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.